Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 was not detected shut. A field service engineer found that the latch insep had a magnet that had fallen out, replaced it with newer style insep and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.